Event description:
On (B)(6) 2012, a biodesign hernia graft was used in a bridging fashion to cover a large defect. Specifics of the operation were not provided by the complainant. Reportedly, the surgery was known to be risky for the pt due to the pt's current state of health. The pt had a history of a liver transplant. The pt had been hospitalized for approx two months prior to the operation and was very ill at the time of the (B)(6) 2012 surgery. The surgical wound was left open and wet-to-dry dressings were used in the immediate post-op period. At four days post-op, the biodesign was described as starting to dissolve and holes in the graft were present and increasing in size. At post-op day seven, wound-vac treatment was begun on the open surgical wound. At post-op day 12, bowel was exposed through the graft. The biodesign was removed and an unspecified vicryl mesh was placed. The pt's current status is not known at this time.

Manufacturer narrative:
Lot number not provided by the complainant. Device expiration date not known as lot number not provided by the complainant. Device manufacture date not known as lot number not provided by the complainant. Thus far, investigation into this report has included a review of the received feedback, communication with the involved cook sales rep to verify and clarify details, review of the biodesign surgisis hernia graft IFU (B)(4), feedback reviewed by the (B)(4), and continued attempts to contact the involved surgeon to gain clarify on the pt's history, pt's current status, and address any concerns the surgeon may have. Based on the bowel exposure being deemed a life threatening injury and that the graft breakdown contributed to the bowel exposure, the report met the criteria to file an MDR. However, we believe that several pt and procedural factors contributed to the breakdown of the graft which led to the bowel exposure including, but not limited to: the pt's immunosuppressed (history of liver transplant) and critically ill state of health (two month hospital stay) at the time of biodesign placement; the biodesign graft was placed in a bridging fashion to cover a large defect with minimal graft overlapping the surrounding tissue, the surgical wound was left open with wet-to-dry dressings and then a wound vac which could inhibit the graft's ability to incorporate, in addition this allows for a high probability of bacterial contamination to the surgical wound. The biodesign graft performed as we would expect under these circumstances. These factors do not promote the graft being in "maximum possible contact with healthy, well-vascularized tissue to encourage cell ingrowth and tissue remodeling" as recommended in the biodesign surgisis hernia graft IFU (B)(4). The IFU also notes that "it is recommended to minimize the bridging of defects to improve outcomes." Due to the size of the defect and the graft being placed in a bridging manner, there was potentially excess tension placed on the suture line which may have contributed to the development of holes in the graft. The IFU notes that, "this can result in recurrence of the original tissue defect or development of a defect in the adjacent tissues." In addition if there was any type of leak in the abdominal cavity, that may have contributed to the deterioration of the graft and formation of holes in the graft. Some potential complications noted in the IFU include, but are not limited to "infection and recurrence of tissue defect...the need for re-operation should be reasonably expected in pts who are critically ill or who have severely contaminated abdomens."